Event description:
Two cryoablation needles were used to treat a sclerotic metastatic thoracic vertebral body using bipedicular access. After the procedure, a thermal lesion to the spinal cord was discovered. The patient is paraplegic as a result of the lesion. The user believes the thermal lesion to be related to the cryoablation procedure. There was no reported malfunction with the cryoablation needles, and the needles will not be returned to the manufacturer for investigation. An anonymised transverse image of the needle placement was sent by the user to the manufacturer to estimate the expected posterior limit of the iceball. This MDR is being submitted for the first needle used during this procedure. Please see MDR # 9616793-2020-00046 for the second needle used during this procedure.

Manufacturer narrative:
Medical assessment and review of the iceball dimensions during the procedure confirmed that the thermal lesion was directly related to the procedure. There was no indication of a device malfunction. Adjacent organ injury is a known risk with cryoablation, and is listed as a potential adverse event in the needle IFU.

Event description:
This MDR is to document the follow-up and medical assessment performed by the manufacturer for the thermal lesion of the spinal cord that was initially reported. Further investigation or follow-up is not planned for this complaint. This MDR is being submitted for the first needle used during this procedure. Please see MDR # 9616793-2020-00046 for the second needle used during this procedure.